Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer has been on sensors for 4 years and stated that they are dying after 203 days. Customer just started 3-4 weeks ago and has gone through 10-12 sensors. Customer was using sof sensors because the enlite sensors did not work for him. Customer stated that his blood glucose was 166 mg/dl and his sensor glucose dropped to 50 mg/dl in a matter of minutes. Customer stated that after 2 days of wearing the sensor, it from an accurate reading to dropping to almost no reading at all at either 40-50 mg/dl or 80 mg/dl. Customer then gets multiple low alarms and the pump goes into suspend even though his blood glucose is normal. Customer did not have sensors to return.